Event description:
It was reported via repair work order that the brakes could not be engaged or disengaged due to both brake pedals missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer does not want bed repaired will scrap unit.